Event description:
A cartridge alarm was reported, specifically alarm 20, during the loading phase of a pump that was still under warranty. The customer's blood glucose did not exceed 500 mg/dl, indicating no adverse impact. Technical support educated the customer on the correct loading process and assisted in loading a new cartridge, but the issue persisted, prompting technical support to arrange a pump replacement. The customer reverted to using multiple daily injections as backup therapy.